Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "hospital staff noticed that technical event:231008 was displayed when this c1 was put on standby after use and asked local staff to repair this c1. "